Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) visual analysis when received revealed grommet damage. A file of performance data collected from the device was tested in a medtronic 2090 programmer using the demonstration mode. The screen came up with the ventricular in bipolar and could not be changed to unipolar. The select button was grayed out. The condition cleared after the functional test was performed ( the test resets the device). The exact cause of the confirmed ventricular output being set to bipolar could not be determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was unable to be programmed at the time of implant. It was further reported that the patient was on the table for 45 minutes while another device was brought in. No patient complications have been reported as a result of this event.